Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during setup to infuse cleocin, 900mg, the delivery rate is unknown. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced. (B)(4).